Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing the glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer had a fall and a loss of consciousness which resulted in 9 broken ribs, and was brought to the hospital. An unspecified low blood glucose test was obtained on the hcp meter and the customer was provided morphine, blood pressure monitoring, and insulin dosage adjusted for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.